Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number (B)(4). It was reported the patient is not receiving effective therapy and the therapy strength is decreasing on its own due to high impedances. It was also reported that the patient had uncomfortable stimulation. As such, surgical intervention was taken and the leads were explanted and replaced to address the issues. During the replacement, it was noted that both leads had migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.